Event description:
It was reported that the lead had high and varying defibrillation impedances. It was also noted that the intrathoracic impedance was high. The lead was capped and a new lead was implanted. No patient complications have been reported due to this event. Information received via a 3500a indicates an additional report of a lead fracture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.